Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, the patient's the right atrial (ra) lead exhibited noise. The ra lead was explanted and replaced on (B)(6) 2025. The patient was discharged with no reports of adverse consequences.

Event description:
New information received notes that the right atrial (ra) lead exhibited noise oversensing.

Manufacturer narrative:
The reported event of oversensing noise was confirmed. As received, a complete lead was returned in one piece. Visual examination found an external abrasion breaching the outer insulation and exposing the outer coil proximal to suture sleeve tie impression. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can.